Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer separated from the tubing of an interlink solution set. This event occurred before use of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a separation between the tubing and the male luer was identified. The reported condition was verified. The cause was determined to be a component assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.